Event description:
It was confirmed that after a triple charge the ins was able to be recharged prior to the revision. It was clarified that both of the leads had moved and were revised. Everything turned out fine and the patient was using the ins without any problems.

Manufacturer narrative:
Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted; unk; lead: model 3888-33, lot# v711815, implanted: (B)(6) 2011, explanted: unk; lead: model 3888-33, lot# v711815, implanted: (B)(6) 2011, explanted: unk; lead: model 3888-33, lot# v711815, implanted: (B)(6) 2011, explanted: unk; lead: model 3888-33, lot# v711815, implanted: (B)(6) 2011, explanted: unk; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient never received therapeutic effect following implant. The patient was scheduled for a lead revision on (B)(6) 2012, because one of the leads had slipped out of place. The patient was told to have her battery fully charged prior to the surgery. However, the neurostimulator was overdischarged. The patient last felt stimulation 6-12 months prior to report and had not recharged since (B)(6) 2011. The primary reason for the overdischarge was patient dissatisfaction with stimulation. The patient was not told the neurostimulator needed to be charged even when stimulation was not being used. A physician mode recharge was performed on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.